Event description:
Per provider, the seat rail guides when the chair is unfolded are popping off the frame causing the crossbars collapse on the client. Additional reportable malfunction for this device: (B)(4). Both sides of the wheel lock hardware were loose, and were not engaging.